Event description:
It was reported that during a lobectomy procedure, only part of the staple line was formed on the initial firing. Sutures were used to reinforced the staple lines. Surgery was prolonged fifteen minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.